Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Correction: b5, d6b. Correction: d4- the device serial number should have been (B)(6) rather than (B)(6).

Event description:
Additional information indicates that the patient experienced pain at the ipg site and left lead migration confirmed with imaging after a fall. As a result, surgical intervention was undertaken wherein the left lead and ipg were both explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) batch: a000132878.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own. As such, surgical intervention may be pending to address the issue.